Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the external ventricular drain (evd) tubing was exchanged by the neurosurgical resident due to the defective evd tubing set was discovered to be leaking at the luer lock sites near the increased intracranial pressure transducer of the evd tubing set.

Manufacturer narrative:
E1. Initial reporter asked to remain confidential medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.